Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the display was showing that a reload was attached to the adapter when none was present after a scrub technician struggled to put on a reload. The scrub technician was then instructed to remove the adapter, wait ten second and re-attach so that the adapter could recalibrate. When this was attempted the adapter would not show as being connected properly as no green ¿swim lane¿ would appear in the display. This was attempted several times. When attached, gears working were heard such as articulating, open and close etc. A manual handle was used to complete the case. When the powered stapler was removed from the field, a ¿back-up adapter¿ was attached to the handle and shell and worked perfectly pointing the issue squarely at the adapter which was returned. There was no patient involvement.